Event description:
The valve broke when removing the introducer. When prof. Withdrew the introducer after the procedure, the valve separated from the rest of the introducer. The introducer was advanced into the groin completely before removal. Luckily, he was able to catch the introducer when the valve separated and he could grab the introducer and remove it completely. The patient did not require additional procedures due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Removal of device portion. No product was received to assist in this investigation. Flexor check-flow ii introducer inspects 100 percent to confirm correct sheath connecting cap and that flare is caught securely in cap assembly, sheath does not rotate, and verifies coil in sheath continues into cap. Also each flare is inspected and checked for appropriate gauge. Furthermore, the instructions for use informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It is difficult to determine with any certainty why the physician experienced this failure mode for this product; however, usage past the device date of expiration may have contributed to the failure. While this complaint is relevant to the scope of CAPA for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. Interim corrective action was implemented on september 15, 2010 for the use of torque limiting devices for the attachment of proximal fittings on flexor sheaths less than 9.3fr. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. Relevant to this failure mode of hub separation, this device was manufactured after the implementation of CAPA on 06/27/2008 but prior to interim corrective action requiring torque limiting devices implemented on 09/15/2010. While quality engineering risk assessment concluded the risk for this failure mode and product family remains acceptable. Preventative action was initiated for proximal fitting separation from sheaths at management discretion prior to the receipt of this complaint.